Event description:
Patient additionally reported "symptomatic", experiencing "pain" and unknown side was "enlarged and bigger than the other." Healthcare professional additionally reported left side capsular contracture baker grade iii/IV, "riding high appearance" and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "feels tighter" and "feels full and not comfortable". Health professional additionally reported rupture. Device remains implanted.